Event description:
Unable to deploy or remove perclose. Consulted with another doctor and manufacturer rep present. The patient required intubation and went to or for surgical removal. Afterwards, the patient went to ICU for care related to blood loss due to failure. The procedure was postponed.